Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the patient developed complete heart block at 100% deployment. The valve was implanted at a depth of 5mm on the non-coronary cusp and 3mm on the left coronary cusp. A temporary transvenous pacemaker was inserted to support the patient. The patient had started in sinus rhythm with transient right bundle branch block. A mean gradient of 14mmhg was measured on transthoracic echocardiogram. Post-dilatation was performed with a 23mm non-medtronic balloon, resulting in a reduced mean gradient of 5mmhg on transthoracic echocardiogram. The patient remained in complete heart block at the end of the case and was sent to recovery with the temporary pacemaker in place for monitoring. Additional information was received that the chb resolved and did not require a permanent pacemaker.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0013071599); product type: 0195-heart valves. Product ID l-evolutfx-2329 (lot: 0013168838); product type: 0195-heart valves. Information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the patient developed complete heart block at 100% deployment. The valve was implanted at a depth of 5mm on the non-coronary cusp and 3mm on the left coronary cusp. A temporary transvenous pacemaker was inserted to support the patient. The patient had started in sinus rhythm with transient right bundle branch block. A mean gradient of 14mmhg was measured on transthoracic echocardiogram. Post-dilatation was performed with a 23mm non-medtronic balloon, resulting in a reduced mean gradient of 5mmhg on transthoracic echocardiogram. The patient remained in complete heart block at the end of the case and was sent to recovery with the temporary pacemaker in place for monitoring.